Event description:
It was reported that during a rotational atherectomy treatment procedure, the rpm display was intermittent. During set up of the system the display worked, however, during ablation the rpm display of the rotablator console disappeared. It reappeared, however it remained intermittent for the duration of the procedure. The procedure was successfully completed with this device with no complications reported, and patient status was fine.

Manufacturer narrative:
Updated: device evaluated by MFR, eval summary attached, method codes, result codes, device evaluated by MFR: the console was returned with a customer applied material - labels; cover: marks - soiling - residue; void seal broken; serial #: illegible; and power led pushed in. There was a massive gas/air leak at turbine pressure switch which prevented operational testing. Therefore the rotational speed and associated timers (event, procedure) do not display. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. Given the age of the console (old 4-digit-style), the root cause for this complaint is designated as wear and tear. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, the rpm display was intermittent. During set up of the system the display worked, however during ablation the rpm display of the rotablator console disappeared. It reappeared, however it remained intermittent for the duration of the procedure. The procedure was successfully completed with this device with no complications reported, and patient status was fine.

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).